Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube. In addition to this, the middle (enter) keypad button is cracked as well as the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen get blank open book image. The blood glucose level was 150 mg/dl at the time of incident. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.